Event description:
On (B)(6) 2014, the reporter contacted animas alleging that the pump emitted a replace battery warning but when the batteries were inserted the pump was emitting incorrect battery warnings. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)-product analysis: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump¿s black box revealed evidence of installation of partially discharged batteries and replace battery alarms. A battery crack was observed during evaluation. A battery cap was not returned; a test cap was used for investigation. The test battery cap was able to properly secure; power issues were not observed during investigation. The pump¿s electric draws were found to be within specification. No damage or defect was found to the pump¿s internal components.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.